Manufacturer narrative:
No indication of manufacturing or material failure. Unable to confirm reported failure as knee passed inspection. User most likely fell irrespective of product failure. Risk to user is considered negligible. No further actions are considered warranted.

Event description:
The prosthetic knee buckled and the user fell.

Event description:
The prosthetic knee buckled and the user fell.